Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It was reported that there was intermittent issues with the camera head not picking up any signal. Multiple camera heads were tested and the issue persists. No negative impact in state of health reported. Cross reference MDR: 2027009-2026-01555.